Event description:
It was reported that the user¿s continuous glucose monitoring readings were available in the libre application but not on the ilet pump, and the agent identified that the sensor had been paired to another device, preventing pairing with the pump; the user was advised to apply a new sensor for pump connectivity, and troubleshooting and education were completed. Symptoms included no clinical symptoms reported. Outcomes included no impact on health and no medical intervention. Investigation included user interview and troubleshooting. Investigation of this case revealed sensor in use by another device preventing cgm-pump pairing. It was concluded that the device performed as designed, and user setup contributed to the event.